Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event with a product complaint (pc), concerned an asian male patient of unknown age. Medical history and concomitant medications were not reported. The patient received human insulin (rdna origin) injections (humulin r)unspecified formulation, via reusable pen (humapen ergo ii), 8 units in the morning and 6 units at noon and evening, subcutaneously, for the treatment of diabetes mellitus, beginning in 2015. On (B)(6) 2017 his blood glucose levels increased a bit more than 25 (no units provided), so after he went to see the doctor he found out that the screw rod of the humapen could not push out the insulin (since an unspecified date) and that caused his blood glucose to elevate ((B)(4) / lot number 1508d01). The humapen was not debugged successfully at the hospital (it was not clear if he was hospitalized for this event). After seeing the doctor his blood glucose levels had recovered to normal. Information regarding hospitalization dates, corrective treatments and outcome of the remaining event was not provided. Human insulin treatment was continued. The reporter refused to be contacted by phone and did not give permission to contact the treating physician. The user of the humapen ergo ii (lot number 1508d01) and his/her training status were not provided. The humapen ergo ii model duration of use was not provided but started since 2015. The action taken and the return status of the suspect device were not known the reporting consumer relatedness of the event of blood glucose increased to human insulin treatment was unknown and did not provide relatedness for the remaining event and human insulin, but assessed that the event of blood glucose was related to the device humapen ergo ii (lot number 1508d01)not been able to push out the insulin. Update 04oct2017: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 10-oct-2017: additional information received from the rcp on 09-oct-2017. Pc number was received and processed accordingly. Updated narrative with new information.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 10nov2017. No further follow-up is planned. Evaluation summary: a male patient reported the injection screw on his humapen ergo ii device "could not push out the insulin." The patient experienced increased blood glucose. Investigation of the returned device (batch 1508d01, manufactured august 2015) found the device met functional requirements. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event with a product complaint (pc), concerned an asian male patient of unknown age. Medical history and concomitant medications were not reported. The patient received human insulin (rdna origin) injections (humulin r) per an unspecified formulation, via reusable pen humapen ergo ii, 8 units in the morning, 6 units at noon, and evening, subcutaneously, for the treatment of diabetes mellitus, beginning in 2015. On (B)(6) 2017 his blood glucose levels increased a bit more than 25 (no units provided), so after he went to see the doctor. He found out that the screw rod of the humapen ergo ii device could not push out the insulin (since an unspecified date) and that caused his blood glucose to elevate (pc (B)(4) / lot number 1508d01). The humapen ergo ii device was not debugged successfully at the hospital (it was not clear if he was hospitalized for this event). After seeing the doctor his blood glucose levels had recovered to normal. Information regarding hospitalization dates, corrective treatments, and outcome of the remaining event was not provided. Human insulin treatment was continued. The reporter refused to be contacted by phone and did not give permission to contact the treating physician. The user of the humapen ergo ii and his/her training status were not provided. The humapen ergo ii model duration of use was not provided but started since 2015; approximately two years. The suspect device with pc(B)(4), which was manufactured in aug2015, was returned to the manufacturer on 19oct2017. Upon investigation, it was noted the device worked properly. The reporting consumer relatedness of the event of blood glucose increased to human insulin treatment was unknown and did not provide relatedness for the remaining event and human insulin, but assessed that the event of blood glucose was related to the device humapen ergo ii not been able to push out the insulin. Update 04oct2017: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added. Update 10-oct-2017: additional information received from the rcp on 09-oct-2017. Pc number was received and processed accordingly. Updated narrative with new information. Update 03nov2017: additional information received on 03nov2017 from the global product complaint database. Updated the device return status to returned to manufacturer. Added date returned to manufacturer for pc (B)(4) associated with lot 1508d01 of humapen ergo ii device. Corresponding fields and narrative updated accordingly. Update 10nov2017: additional information received on 09nov2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and (B)(6) (EU/(B)(6)) device information, and malfunction from unknown to no. Added date of manufacturer for pc (B)(4) associated with lot 1508d01 of humapen ergo ii device. Corresponding fields and narrative updated accordingly.